Event description:
Caller reported experiencing an alarm 2 followed by alarm 26, indicating an issue with the device. Blood glucose level did not exceed 500 mg/dl, and there was no reading of "high" on the cgm, meaning there was no adverse impact to the customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.